Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that body fluid ingress occurred. After an ablation procedure with a woven diagnostic electrode catheter, the physician cut the device after usage to collect the electrode part and leakage of blood was confirmed from the inside of the cut part. There was no problem with regards to the usage during the procedure. The procedure was completed with this device and there was no serious injury or adverse patient effects.

Manufacturer narrative:
The device was returned for analysis. Only a sample of the original device was returned. The sample consisted of the most distal portion of the catheter (approximately 18cm) that included all five electrodes. The proximal section (dissected) end of the sample was confirmed to have residual blood. The most likely cause of blood to enter the interior of the catheter is from improperly swaged electrodes. The sample was inspected under magnification and found that all electrodes were swaged to the shaft. The electrode to shaft transitions were smooth and the distal electrode was round and smooth. All five electrodes ods were measured using a calibrated micrometer and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that body fluid ingress occurred. After an ablation procedure with a woven diagnostic electrode catheter, the physician cut the device after usage to collect the electrode part and leakage of blood was confirmed from the inside of the cut part. There was no problem with regards to the usage during the procedure. The procedure was completed with this device and there was no serious injury or adverse patient effects.